Event description:
It was reported that the patient was experiencing pain at the ipg site due to the ipg migrating towards the midline of the spine. Surgical intervention was undertaken on (B)(6)2023 in which the ipg was repositioned, resolving the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.